Event description:
Boston scientific crm received information that the patient passed away during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d). It was noted that the patient had presented to the emergency room with a heart rate of 30 beats per minute and ischemic cardiomyopathy. The physician elected to implant a bi-ventricular device; however, during the implant, a respiratory code was called and the patient eventually passed away. It was noted that there were no allegations against the device, and that the patient was very sick.

Manufacturer narrative:
At this time this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
Additional information was provided that the respiratory code was called in the middle of the procedure when all leads and device were in place, and the physician was suturing up the pocket.